Event description:
Boston scientific received information that this patient underwent an elective replacement procedure of this device due to extended charge times. The device had gone from beginning of life to middle of life 2 at the last follow up. The physician was not happy with the increased charge times and suspected premature battery depletion. The device never reached elective replacement indicator (eri). The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was implanted for 6.3 years and did not declare eri while implanted. Due to the device not declaring eri while implanted the battery capacity calculation was used to evaluate for possible premature depletion. The battery capacity was calculated to be 119%. Devices implanted for over a year (6.3 years in this case) with a capacity that meets or exceeds 75% are considered to be on track to be in specification for longevity. The battery capacity calculation showed that the device was depleting normally. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.